Event description:
MFR rep reports removal of an inflammatory mass attached to the pt's spinal cord area. The pt has had the pump implanted for 38 months and has received several different drugs including morphine, dilaudid, fentanyl, and currently methadone. No dosages were reported. A follow up report will be sent if add'l info is received.